Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two broken striated on the anterior. Based on the device analysis the final assessment is: two striated broken due to surgical damage consist in the use of some surgical tool and a missing shell due to inconclusive.

Event description:
The device has been explanted.